Event description:
It was reported that the implantable pulse generator (ipg) exhibited electromagnetic interference/oversensing during a procedure. The device remains in use. No patient complications have been reported as a result of this event.